Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 6 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical records concluding summary of findings as event related to fresenius products(s): medical records reviewed. Patient had a peritoneal dialysis fluid culture on (B)(6) 2015 negative for growth after 3 days. However, the peritoneal dialysis fluid cell count showed a wbc count elevated at 1709. According to the peritoneal dialysis nurse manager, the patient has had a history of peritonitis. The nurse manager stated the patient has a pronounced physical infirmity making peritoneal dialysis difficult for him to do alone due to the weight of the bags and although the patient was originally assessed as not a strong candidate for peritoneal dialysis, he was insistent. Eventually, the patient was changed to hemodialysis due to inability to perform peritoneal dialysis. The nurse manager stated there was no infection (peritonitis) or other peritoneal related condition other than the patient's physical decline attributed to his transition to hemodialysis. According to the nurse manager, the patient's earlier peritonitis events were not attributed to any specific cause but it was noted the patient had abnormally large hands. The nurse manager stated the patient had cleared the infections rapidly once antibiotics were introduced. Medical records do not contain progress notes, medical records or physician orders for review. The medical records do not contain a diagnosis of peritonitis. Medical records do not contain any intervention for alleged peritonitis. Medical records do not indicate a cause for the alleged peritonitis. Patient's peritoneal dialysis infection control audit reveals the peritoneal dialysis registered nurse "reinforced caution while connecting and disconnecting due to large hands." There is no alleged malfunction. There is no documentation in the medical records that indicate a causal relationship between the patient's liberty cycler and diagnosis of peritonitis. There is no documentation in the medical records that indicate a causal relationship between the patient's liberty cycler set and diagnosis of peritonitis.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. Patient received an air detected in cassette alarm and when she opened the cassette door she found fluid leaking from the cassette. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. She was not prescribed any antibiotics. No adverse event reported at this time.